Event description:
It was reported that patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited failure to sense and failure to capture. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.